Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator on (B)(6) 2014 that when the patient's event history was reviewed, 4 low speed and pump stop events were noted. The patient stated that he heard alarms for 2 of the 4 events and at the time of the events he was connected to the power module. The vad coordinator was unable to reproduce any of the events. The patient was instructed to stay on battery power. The patient returned to the clinic the following day, and the manufacturer's technical support evaluated the percutaneous lead. X-rays that had been taken on (B)(6) 2014 were reviewed and indicated that the shielding had separated from the metal connector, and may have been caused by stress or trauma to the bend relief area. It was suspected that this was the root cause of the low speed events and pump stoppage. The external portion of the percutaneous lead was replaced on (B)(6) 2014. Clamshell repair on the new percutaneous lead was also performed per request from the hospital as a preventative measure.

Manufacturer narrative:
The reports of low speed, low flow and pump stoppage events were confirmed through evaluation of the submitted system controller log files. A driveline distal end replacement was performed on (B)(6) 2014 and approximately 17¿ of the external portion/ distal end of the driveline was returned to the manufacturer for evaluation. The submitted log file contained data following the driveline distal end replacement. Upon review, the reported events appeared to have occurred while the patient was connected to a tethered power source. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Visual inspection of the driveline found each wire¿s insulation to be intact. The driveline was submerged in a saline bath for hipot testing to check for current leakage through the insulation but no areas of compromised insulation could be confirmed. The evaluation of the returned portion of the driveline could not confirm a device-related issue. As requested by the customer, an ungrounded patient cable was provided to the patient. The patient remains ongoing on left ventricular assist device (lvad) support. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information from the hospital notes that the alarms reoccurred post percutaneous lead replacement, when the patient was connected to a power module. A modified patient cable was requested and a custom patient cable was provided by the manufacturer.

Manufacturer narrative:
The pump is still in use supporting the patient; however, the replaced portion of the percutaneous lead was returned to the manufacturer for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.